Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic for follow up in backup vvi. It was noted that patient had received two mris earlier this year but since that time the device had been interrogated successfully, although, difficulty was experienced in establishing telemetry. Upon attempted interrogation the device was never fully interrogated but only achieved telemetry for a few seconds. A device download was unable to be performed due to an unrecoverable condition. Device was explanted and replaced. Patient was fine post-procedure.